Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-1, lot# n317533, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Information was received from a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the pump motor stalled. The motor stall was seen at initial interrogation. A stopped pump period may exceed tube set message also occurred. The patient experienced symptoms of not having enough drug. The patient heard the pump alarm. No further information was provided. Follow-up was being conducted to obtain drug information, the patient's pertinent medical history, the symptoms the patient experienced related to the motor stall, troubleshooting performed, actions/interventions taken to resolve the issue, and the cause of the motor stall. If additional information is received, a follow-up report will be sent.